Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 3 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient received a pump exchange on (B)(6) 2016 due to thrombus. Additional information was requested but not provided.

Manufacturer narrative:
The report of thrombus was confirmed based on the evaluation of the returned pump. The device was disassembled and examination of the distal-side of the inlet stator revealed a thrombus formation surrounding the inlet bearing cup. An additional larger thrombus formation was found strongly adhered around the inlet bearing ball. The two thrombus rings appeared to be similar in color and structure, suggesting that they were likely a single formation prior to the disassembly process. The thrombus formations revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombi developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was supporting the patient. The thrombus formations were obstructing approximately 20 to 30 percent of the blood flow pathway in this location and could have contributed to the reported elevated lactate dehydrogenase (ldh). In addition, a small, red tissue-like deposition was present in the proximal-side of the outlet stator in contact with one stator blade. The deposition was not adhered to the blood-contacting surfaces and lacked laminated layering, indicating that the deposition did not initially form in the outlet stator; however, its origin could not be conclusively determined. Moreover, the deposition lacked denaturation and no contact marks were present on the outlet portion of the rotor or the outlet bearing cup to indicate that the deposition was present while the pump was operating; however, if it was present during support, the deposition found in the outlet stator could have also contributed to the reported elevated ldh. The evaluation could not conclusively determine a specific cause for the development of the observed thrombi and deposition, or a duration of time for which they were present in the device. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or electrical shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received on 06/03/2016 from the hospital personnel stating that the patient was seen in the clinic on (B)(6) 2016 for heart failure symptoms and elevated lactate dehydrogenase (ldh) levels of up to 1020 u/l. According to the information, the patient identified that he was needing more diuretics for shortness of breath, edema, and weight gain and noticed that he was more tired. There were no changes in pump parameters. The patient was anticoagulated with warfarin and aspirin. The inr goal was 2 to 3, with no significant out of ranges. It was also stated that the patient initially responded to heparin, then the patient&#62688;ldh level went back up. No other treatment was administered prior to the pump exchange. The patient received a pump exchange on (B)(6) 2016.